Event description:
The customer reported an inability to acquire a waveform with pads/paddles ECG.

Manufacturer narrative:
(B)(4): the customer reported an inability to acquire a waveform with pads/paddles ECG. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.